Manufacturer narrative:
Corrected data: device evaluated by manufacturer, additional manufacture narrative,additional information: c: suspect product(s), reporter name and address, type of report? Type of report, if follow-up, what type? Event problem and evaluation codes. The customer reported that when the silence alarm is pressed on the central nurses station (cns), the cns exits out of (B)(6) for a few seconds then resumes normal operation. The customer tried to restart the cns multiple times, however, the issue continued to remain. The unit was sent to nihon kohden for evaluation. During the evaluation, the reported problem of "hits the silence alarms on pu-621ra it takes him to window for a few seconds" could not be duplicated through testing, trouble shooting, and extended operation of the device. The unit was tested per the operator's/service manual and operates to manufacturer's specifications. The unit was returned to the customer.

Manufacturer narrative:
The customer reported that when the silence alarm is touched on the central nurses station (cns), the cns exits out of windows for a few seconds and then resumes as normal. Customer tried to restart the cns multiple times, however, the issue still remains. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that when the silence alarm is touched on the central nurses station (cns), the cns exits out of windows for a few seconds and then resumes as normal. Customer tried to restart the cns multiple times, however, the issue still remains.